Event description:
Additional information from a patient stated in order to resolve the increased urination frequency the patient had a procedure on (B)(6). The patient had a cystoscopy with a botox injection of the bladder. The patient noted that since the urination frequency is much better.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; they had not used their system recently as they had botox in (B)(6) 2016 and didn't need it until recently. The patient noted they were going to have their daughter help them when they got to the patient's house and they had trouble connecting to the device. It was mentioned the therapy was not helping and they had been using the bathroom like crazy. Additional information was received from a patient. It was reported the patient had called on (B)(6) 2016, where patient services helped get them started and they felt stimulation. After that adjustment the patient started peeing even more and was having terrible pain and painful stimulation in their rectum. The patient decreased stimulation from 6.0v to 5.0v, confirmed they felt better and would stay at 5.0v, and the issue was resolved. The patient mentioned they were to see their healthcare provider (hcp) tomorrow for the outpatient surgery - they were going to insert a procedure with botox.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.